Manufacturer narrative:
The device history record provides assurance the part was accepted with conformance to the product requirements. An engineering evaluation of the returned tibial tray found deformations around the anterior hole and at the base of the stem consistent with device extraction. There was also a small amount of soft tissue debris on the posterior stem and either cement or soft tissue residue on the anterior stem. Burnishing was noted on the bottom of the tibial tray consistent with motion between the tray and bone cement. These markings were radial in appearance consistent with tray rotation about the stem. There were indentations and markings at the anterior edge and anterior mushroom consistent with insert removal.

Event description:
Revision 2 years post operatively due to tibial loosening and pain.